Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the mid right coronary artery (mrca). A 3.5 x 33mm xience sierra drug-eluting stent (des) was successfully deployed at the target lesion; however, following the deployment, a distal edge dissection was noted. Therefore, the dissection was treated with a 3.5x15mm xience sierra des and the procedure was completed. There were no adverse patient sequela nor clinical delay. No additional information was provided.